Manufacturer narrative:
Evaluation summary: the product information was received. The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece, two types of viscoelastics were used. One viscoelastic is not qualified for use with this lens in this cartridge. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, which indicates that on the one month postoperative visit the patient reported that his vision is still not good right eye but the vision is much clearer. The exam finding show that subretinal fluid was observed in the postoperative eye and a macular hole in the fellow phakic eye. Two weeks later, floaters, posterior vitreous detachment, epiretinal membrane and cystoid macular edema were observed. Eleven days later, the patient was treated with a medication injection to the tenon's capsule. Two months later, the reported that he was still having blurry vision and the exam interpretation indicates less subretinal fluid, improving. The following month, the exam interpretation indicates that the cystoid edema was resolved. Four months later, the surgeon indicates that the vision is not as good today and previously. Retina exam was unchanged. Mild epiretinal membrane with minimal edema. In the surgeon's opinion the cause of the event is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer, who reported that as a result of unplanned and odd combination of lens models. The consumer is having difficulty driving, reading, working on computer or looking at distant objects clearly. After 15-20 min of normal reading, the eyes began to get watery and inflamed. The consumer has also been experiencing periodic sensation of pain behind eyes .

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported an unspecified problem following an intraocular lens (iol) implant procedure. Additional information was provided by the consumer, who reported swelling in the eye that required eye drops for months. The swelling lasted for more than one year and scar tissue developed. The consumer is needing regular eye check ups with a new prescription. The consumer is experiencing poor eyesight and having a hard time driving after dusk.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer, who reported that his eye is hurting and that his doctor told him that his lens was put in properly. He reported that he feels unbalanced and that the product failed.